Manufacturer narrative:
Additional information was provided in d.3., d.9., h.3., h.6. And h.11. Two used company iii (d) cartridges were returned in an opened pouch for lot 15904050. The used company iii (d) cartridges were numbered 1 to 2 for evaluation purposes. The first returned used company iii (d) cartridge had inadequate viscoelastic was observed. The nozzle had an aneurysm on the bottom. The aneurysm split as it entered the thinner tip area. There was also heavy tip stress. The cartridge had evidence of placement into a handpiece. The second returned used company iii (d) cartridge had inadequate viscoelastic was observed. The nozzle had a crack on the top right side. This split as it entered the thinner tip area. There was also heavy tip stress. The cartridge had evidence of placement into a handpiece. Both cartridges had acceptable topcoat dye stain results. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the damage cartridges may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned used company iii (d) cartridges. One cartridge an aneurysm, which started in the nozzle. The cartridge tip had heavy stress and was split. The other cartridge has a crack, which started in the nozzle. The cartridge tip had heavy stress and was split. Topcoat dye stain testing was conducted with acceptable results. The damage to the nozzles started in the thick wall cone areas. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. It is unknown if qualified associated products were being used. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company company cartridges are qualified for use with compatible company company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge was split. Additional information received stating that the procedure was completed by using new cartridge. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).